Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced 2 infusion sets cannula kinked event on(B)(6)2024. The infusion set was in use for 4 hours. Insertion site was thigh. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR(B)(4) - device 1 of 2